Manufacturer narrative:
The reported event of a sensing issue was not confirmed. Analysis performed indicated that it exhibited normal device characteristics. Sensitivity test was performed on the device with various settings and it was able to sense within the product specification. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that under-sensing and noise was observed on the implantable cardiac monitor following the patient passing out and causing the device to move in the pocket. The patient's return to sinus rhythm could not be seen. The implantable cardiac monitor was explanted due to the patient receiving a pacemaker for his condition. The patient was stable.